Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint was opened as these parts were removed in a revision due as a result of previous custom mandible on right side dislocated posteriorly. These parts were removed in a revision. The complaint is considered confirmed. The design vendor digitally reviewed the post-operative scan of the device in regards to the intended position of the device. They determined the left fossa implant was placed 5.8mm anterior to the anatomical location determined in the tmj pre-plan (image below). The misplacement of the left fossa implant caused the mandible implant to dislocate posteriorly out of the fossa implant's rotating surface. The misplacement of the left fossa resulted in malocclusion which led to the misalignment of the mandible and fossa components on the opposing side and resulted in the dislocation of the right mandible the most likely underlying cause of this complaint is the incorrect positioning of the left fossa component. There are no indications of manufacturing defects. This is a level three complaint in accordance with the levels defined in section 7.2.3 of sop 14.0.9 (product evaluation). This is a custom device with no similar devices and the lot quantity is one. Therefore there are no similar complaints and the risks associated with this device are unique to this device. There are no additional complaints for tmjpm-2200 lot #856930. The DHR of tmjpm-2200 was reviewed and no non-conformance was found. The DHR of tmjpm-2200 was reviewed and no non-conformance was found. The DHR and complaint sales history of the unk screws will not be reviewed due to the part numbers remaining unknown. There are no indications of manufacturing defects and there are no updates needed to the risk documents. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. (B)(6).

Event description:
It was reported the patient will undergo a revision post-implantation due to the posterior dislocation of the right side custom mandible component. The prostheses will be removed and a custom bilateral joint replacement will be performed. No additional patient consequences were reported.